Event description:
A surgeon reported that after using duramesh msi-3005 / lot #cb04pyk on a surgery performed (B)(6) 2023 the patient was observed on (B)(6) 2023 to require post-surgical intervention. The patient was originally admitted for a recurrent umbilical hernia measuring 4cm. The defect was repaired using duramesh using a running closure technique with knots on both ends and a knot connecting the two strands in the center. The center knot appeared to come unsecured post-surgery. Number of patients: 1.

Manufacturer narrative:
Surgeon reported to manufacturer in a follow-up verbal interview that the device knot became unsecured due to lack of alternating throws, a lapse in technique and user error. Post-surgical inquiry indicates patient has fully recovered.